Event description:
It was reported that an ilet user experienced progressively louder pump rewind noises and frequent insulin delivery occlusion alerts despite multiple supply changes, and the user had been attaching the adapter to the insulin cartridge outside of the pump prior to installation. Symptoms included hyperglycemia reaching 401 mg/dl accompanied by polydipsia. Outcomes included the user remaining on therapy and requesting a replacement device and replacement cartridge kit/connectors. Investigation included troubleshooting and education on correct cartridge and connector installation, as well as shipment of replacement supplies. Investigation of this case revealed user setup error consistent with an infusion set connection attached incorrectly, which can lead to leakage risk and occlusion alarms. Device self-tests were not reported to fail, and no insulin leakage or tubing kinks were observed during the call. It was concluded, based on previously established findings for similar reports, that the cause was user technique leading to improper connector attachment and resultant occlusions. This report is being submitted for use error of incorrectly attaching the infusion set connector. A separate report will be submitted for the rewind noises made by the ilet.